Event description:
Customer's mother reported receiving a "check sensor" message on the same day of applying the freestyle libre sensor. No information was provided regarding symptoms, but customer was treated with insulin via insulin pump. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating sensor was never activated by the user). An insertion failure was observed and there was no watermark at the base of the tail (indicating that the sensor was never inserted), therefore this complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported receiving a "check sensor" message on the same day of applying the freestyle libre sensor. No information was provided regarding symptoms, but customer was treated with insulin via insulin pump. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported receiving a "check sensor" message on the same day of applying the freestyle libre sensor. No information was provided regarding symptoms, but customer was treated with insulin via insulin pump. There was no report of death or permanent injury associated with this event.